Event description:
A home pt (hp) reported two incidents of the minicap falling off of the pt's transfer set. The first incident occurred in 2003. The hp stated they noted the minicap was missing when they went to connect for their apd therapy. The hp stated the following day, they experienced cloudy effluent and was seen in the emergency room. The pt was treated with ip vancomycin 1 gm and levoquin 250 mg daily for 10 days. In addition, the pt received ip vancomycin 2 gm / weekly in 2004. The second incident occurred in 2004. The pt stated they had applied the minicap at the completion of their apd therapy, however, while getting up from a sitting position, the hp stated the minicap fell out of their shorts. The hp stated they contacted their healthcare professional (hcp) and was treated prophylactically with ip cephazolin 2 gm daily for two days. Per the hp's rn, the pt did recover from the reported peritonitis episode and there was no pt injury as a result of the second incident.